Event description:
Procedure type: lap chole. According to the reporter: clips were consistently falling out of jaws or off of vessels after firing. Clip fell into the cavity and were easily retrieved. Often, as clips were forming/handle being squeezed, vessel seemed to be pushed forward resulting in apex of clips protruding off of the vessel a mm or so. At one point, the jaws cut through specimen side of the bile duct. The pt made a full recovery. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).